Manufacturer narrative:
(B)(4).

Event description:
A patient's pump had stalled over the weekend prior to (B)(6) 2010. The patient had went to an ER with a return of symptoms. The pump was restarted upon the ER visit, and the patient was sent home as they were noted as being better. Later, the pump had stalled again with no known attributable event. The patient had an MRI conducted in july. The pump was explanted and replaced on (B)(6) 2010. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.